Manufacturer narrative:
It was reported to philips that the device demonstrated EKG interference. Based on the information available and the testing conducted found a malfunctioning ECG lead wire. Upon conclusion of the evaluation, it was determined that the ECG lead wire required replacement. The lead wire was replaced and the device passed all testing. The device was returned to service. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a serious interference of the lead wire. There was no patient involvement.